Event description:
It was reported to philips that the system's geometry computer was unable to boot up, preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the procedure was completed after the patient was moved to another room. A philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform geometry movements. During troubleshooting, the fse found an issue with the geo pc. A review of system log files showed an application error indicating unable to communicate with geo ipc and also no movements were available. The defective geo pc was replaced and sent for analysis. The analysis confirmed that the motherboard and power supply unit (psu) had failed and that the s61 unit was non-functional. After replacement, the system was returned to service in good working order. The codes were updated based on the investigation outcome.